Event description:
Link tubing separated from receiver hub and receiver and foam sleeve remained in ear canal. The receiver and foam sleeve were removed by a physician. There was bleeding on removal and ear drops were prescribed. No serious injury or adverse sequela reported.